Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering observed minimal build up of eschar in the blade channel. During functional testing, engineering tested the cutting performance of the device on porcine mesentery and concluded that the device performed to specifications and successfully transected tissue on all activations. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of the poor cutting performance of the device is unknown as the device met its intended function and engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "surgeons described the issue as the blade not completely transecting tissue at times during case." Patient status - stable.